Event description:
It was reported that patient is experiencing some soreness. During early october patient had blood work done. The blood work results show elevated cobalt levels. Patient also states that he had an MRI done in early november.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.